Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range pace impedances on the left ventricular (lv) lead. Further review noted the impedances had begun to spike in mid-(B)(6). The patient was brought in for further evaluation. The high impedances could not be reproduced, so an x-ray and reprogramming was recommended. Boston scientific technical services also noticed that there was potential loss of capture on the lv, however, the loss of capture was not confirmed. An x-ray has not been performed. This crt-d and the existing lv lead remain in service and the patient will continue to be monitored. No adverse patient effects were reported.